Event description:
The procedure was performed in the right popliteal artery. The black collar was not removed prior to insertion. The black collar embolized into the pt's right popliteal artery. The black collar was not observed until an occlusion occurred. The pt was taken to surgery for a fem-pop bypass. This is when the black exit collar was removed from the vessel during surgery.

Manufacturer narrative:
Device did not return for analysis. Instruction for use states, warning: the primary wire exit collar must be removed prior to insertion of the spiderx catheter into the pt. Failure to remove the collar could cause embolization of the collar, device damage and/or pt injury. Please reference attachment of the notification letter. This letter reminds physicians of related warnings in the current product instruction for use (IFU).